Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, h.6. Device photo evaluation: device photograph(s) for the device related to the reported event of (capsular contracture) was reviewed on (24-june-2020). Visual analysis indicated cloudiness in the gel.

Event description:
The device has been explanted.